Manufacturer narrative:
The reported event in the field was not verified in the laboratory. The device interrogated with the programmer and communicated normally. It is believed that the patient's lvad device interferes with the telemetry of the ICD.

Event description:
It was reported that post implant, the device could not be interrogated. The patient had an lvad implanted. Prior to pocket closure, the device could be interrogated. The pocket was re-opened and the device was replaced. Once out of the body, device interrogation was possible.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.